Manufacturer narrative:
Initial evaluation of the device by an authorized resmed third party service center confirmed the reported complaint. The device is returning to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to an alarm priority. Patient's oxygen saturation decreased and patient was placed on an alternate device. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to an alarm priority. Patient's oxygen saturation decreased and patient was placed on an alternate device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the main circuit board revealed super capacitor electrolyte leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).